Event description:
Cust reported that the ventilator was cycling on a pt when the ventilator started to alarm and displaying error code up r&t. Ventilator was taken off the pt, pt was bagged and the ventilator was swapped out. The fse discovered 1588 pcb on the 1616 pcb was defective. The fse replaced the defective 1588 pcb, calibrated and performed functional checks. Ventilator passed all test and performed to all manufacturers specifications. No pt injury.